Event description:
It was reported that an alert was received. Premature battery depletion was noted. The device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal battery anomaly was found to be the cause of the premature battery depletion.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. No high current drain sources were found throughout testing. The battery was sent to the vendor for further analysis, a nd no anomalies were found. The cause for the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.